Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case description: tech called in for help on 8015 unit serial # (B)(4). Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: confirm tech is get a watchdog error on unit black screen with red arrow peeping next to the system on button unit is unrestorable has to come in for services repair. Tech tank me for my assist.